Manufacturer narrative:
This MDR has been filed out of an abundance of caution due to the potential for serious injury if non-target embolism occurred due to the loss of visualization of the lava. The event did not involve death or serious injury. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Medical affairs stated the reported difficulty visualizing lava under fluoroscopy during gda embolization represents a user-experience and product performance concern rather than a confirmed device malfunction or safety event. No patient harm, adverse clinical outcome, or procedural complication was reported. The batch record review showed the device was manufactured to released specifications and had passing quality test results.

Event description:
A physician reported difficulty visualizing lava during delivery while performing a gastroduodenal artery (gda) embolization. The physician stated that the embolic agent was very difficult to see under fluoroscopy during injection, which made him hesitant and uncomfortable during delivery. The physician expressed concern that limited visualization increased procedural uncertainty during embolization. No device malfunction or user error was identified or reported at the time of the procedure. The physician suggested evaluating increased radiopaque content (e.g., higher tantalum concentration) or the potential availability of an optional kit that would allow additional tantalum powder to be added to lava to improve visualization during delivery.